Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during liver transplantation surgery, clip slippage occurred.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73d1800019 was manufactured on 04/01/2018 a total of 288 pieces. Lot was released on 04/13/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The sample was reviewed with a r & d engineer. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the outer tube was severely bent and snapped. The bottom jaw was popped off of the device and was not returned. The returned sample appears used as there is biological material present on the device. There are indications that the device was most likely bent during use and that there was an attempt to straighten the tube after it was bent. Upon trying to straighten the device, the tube snapped. The jaws could pop off of the device either when the tube was bent or when the tube was trying to be straightened out. Therefore, the root cause of this complaint issue is user error and in-service (B)(4) has been requested. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Since the root cause of this complaint was determined to be 'user error', in-service request (B)(4) has been submitted. The reported complaint of "clip slippage" was confirmed based upon the sample received. The sample was reviewed with a r & d engineer. Visual examination of the returned device revealed that the outer tube was severely bent and snapped. The bottom jaw was popped off of the device and was not returned. There are indications that the device was bent during use and that there was an attempt to straighten the tube after it was bent. Upon trying to straighten the device, the tube snapped. The jaws could pop off of the device either when the tube was bent or when the tube was trying to be straightened out. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. This type of damage would not be present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, the root cause of this complaint is user error and an in-service (B)(4) has been requested.

Event description:
It was reported that during liver transplantation surgery, clip slippage occurred.